Manufacturer narrative:
Date of event: unknown/not provided. Best estimate date is between (B)(6) 2022-(B)(6) 2022. If explanted; give date: n/a (not applicable). The lens remains implanted. The device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgery went well, however, after surgery, an intraocular lens (iol) rotated about 20 degrees in the patient's right eye. In addition, the refractive outcome was unexpected. This will require the patient to explant the lens. The patient status is unknown and it was also reported that it is unknown if the daily activities significantly affected. At this time, the lens remains implanted. No other information was provided.

Manufacturer narrative:
Additional info: further information was provided and reported that the patient had surgery scheduled, but it got cancelled with no reason why. The patient is being referred to see a retina specialist. No other information is available at this time. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.